Manufacturer narrative:
A correlation between the device and the report of suspected thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had suspected partial pump thrombosis. On (B)(6) 2015 the patient experienced increased estimated pump flows from a baseline of 5-7 lpm to 8-10 lpm, and pump power spikes. The patient was asymptomatic. At event onset the patient was on aspirin and warfarin. A continuous eptifibatide infusion was started on (B)(6) 2015. A structural heart CT scan on (B)(6) 2015 showed no evidence of intracardiac thrombosis or obstruction of the lvad outflow cannula. The patient remained on eptifibatide through (B)(6) 2015 for presumed low-grade pump thrombosis. Flows returned to baseline and power spikes resolved on (B)(6) 2015. The patient was discharged home on (B)(6) 2015.